Manufacturer narrative:
Section d catalog number was corrected. Paroxysmal atrial fibrillation: the cause of the paroxysmal atrial fibrillation was unable to be determined due to insufficient clinical details. Renal failure: the cause of the renal failure was not determined due to insufficient clinical details. Difficult to advance: the cause of the difficult to advance was determined to be patient condition as the patient had calcified vessels preventing successful delivery of impella.

Event description:
The patient was a seventy-two-year-old female with a past medical history of hypertension, hyperlipidemia, coronary artery disease, type ii diabetes mellitus, and chronic kidney disease. She was admitted to the intensive care unit two days prior with complaints of shortness of breath and swelling in her legs, which were believed to be related to her chronic kidney disease. Over the subsequent two days, the patient¿s blood lactate level increased, and she began requiring vasopressor medications for blood pressure support. A clinical decision was made to place an impella cp device for hemodynamic support in the setting of cardiogenic shock. Initial femoral access imaging and a computed tomography scan demonstrated severe calcification of the descending aorta. During the first attempt to advance the device, the pump was unable to pass through the calcified area. The pump was removed and flushed, and the treating team performed intravascular lithotripsy and balloon angioplasty in an effort to modify the calcified arterial segment. After this intervention to the descending aorta, the team successfully implanted the impella cp device. The patient was transported to a tertiary medical center for a higher level of care. Upon arrival, the patient was noted to be in atrial fibrillation. Continuous renal replacement therapy was initiated two days later. On the fifth day after implantation, the patient¿s clinical condition declined. Liver transaminase levels were elevated, and the patient developed jaundice. The patient¿s hemoglobin level decreased, and she received a blood transfusion, with no signs of bleeding observed. The family elected to change the patient¿s code status to ¿do not resuscitate,¿ but they initially chose to continue ongoing medical care. On the sixth day, after further discussion between the family and the medical team, the decision was made to transition the patient to comfort-focused care. Life-sustaining treatments were withdrawn, and the patient subsequently died. While the impella cp was conservatively coded for complications, they are more likely due to the patient¿s underlying medical conditions and declining hemodynamic status. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Difficult to advance: the cause of the difficult to advance was determined to be patient condition as the patient had calcification of the vessels preventing successful delivery of impella.